Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on: (B)(6) 2008: patient presented with the following pre-op diagnosis: status post l3-4, l4-5 posterior and neural decompressive fusion. Extensive scar. Scoliosis, spinal stenosis, herniated nucleus pulposus, spinal curve, gait disturbance, degenerative disk and joint disease l2-3 with radiculopathy and extra difficulty. Procedure: intraoperative biplane fluoroscopy, exploration of spinal fusion l3, l4, l5. Removal of posterior pedicle instrumentation l3, l4,l5 bilaterally, left sided transforaminal interbody fusion l2-3 with extra difficulty. Transpedicular neural decompression right l3 with extra difficulty. Cage instrumentation l2-3 with intra cage bone morphogenetic protein. Posterior transverse process fusion l2, l3, l4 bilaterally. Posterior instrumentation l1-l4 bilaterally. Procedure: the placement of bone morphogenetic protein and cancellous autologous bone and the capsule and implant filled with bone morphogenetic protein and cancellous autologous bone in the intradiscal space on the left side. Onlay bone graft with bone morphogenetic protein was as well. On an unknown date post-op patient alleged unspecified injuries due to use of rhbmp-2.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.